Event description:
Allegedly after 10 months, the patient had pain. So the surgeon found the breakage of the plate by x-ray. The surgeon had confirmed the non-union at (B)(6), 2013 by x-ray. But the surgeon couldn't find the breakage of the plate at that time. Med activity

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).